Event description:
The customer requested reprocessing in-service due to issues with bronchoscope reprocessing and stated that they have had multiple instances where patient specimens tested positive for penicillium species after bronchoscopy cases. The endoscopy support specialist (ess) performed reprocessing observations at the facility and noted deviations to instructions for use (IFU) reprocessing instructions. During manual cleaning it was noted that the scopes were flushed with detergent solution instead of aspirating. After manual cleaning and rinsing, the scopes were placed in oer-pro reprocessor for reprocessing. Additional information has been requested. This event is reported under the following related patient identifiers (B)(6), (B)(6) and (B)(6) to capture the multiple instances where patients tested positive for penicillium species. This medwatch report is for patient identifier (B)(6).